Event description:
It was reported that "rod pulled out of the screw, the blocker seems to be scored or missing part of the bottom half of it. The blocker was still in the screwhead when we did the revision, but the rod was 5-7mm out of the tulip head. Post op films confirm that there was adequate rod hanging outside the tulip head once it was final tightened."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.